Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the pump keypad cover was peeling at the contrast button, exposing the internal components. The keypad buttons were also allegedly delayed in response, however the reporter could not determine if the damage or the response issue occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be peeling at the contrast button, exposing the button contact. During testing, all of the pump keypad buttons were intermittently unresponsive, delayed in response, and required multiple presses to engage. The keypad cover was removed and contamination was found under all key contacts. The bolus button cover was also damaged, however the button responded properly. Unrelated to the complaint, the display screen text appeared dim and discolored.